Manufacturer narrative:
Complaint no:(B)(4). The exact age of the patient was unknown; however, the mean age of the patients involved in the study was 74.9 years (60 to 87). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. It was reported that the patient was a participant in a retrospective study. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. The patient's recovery status was not reported for the peritonitis event. On an unknown date, the patient died. The reported cause of death was reported to be an unrelated medical condition; however, an autopsy was not performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.